Manufacturer narrative:
The technician found the bed exit functioned as designed and the issue was due to user error. The technician in serviced the account to resolve the issue.

Event description:
(B)(4).